Event description:
The pump was returned for investigation. Investigation revealed the force sensor was out of calibration and the force sensor plate showed evidence of contamination. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
(B)(4): review of the black box and download history revealed several large primes recorded. On testing, a rewind, load and prime sequence resulted in a large prime volume. The force sensor was tested and found to be out of specifications. The pump was opened for investigation and revealed the force sensor plate to be contaminated with a green substance and was noted to be out of specification when tested.